Event description:
The complainant reported that a patient had an impella 5.5 pump placed to support peri-partum cardiomyopathy. The delivery was difficult through the graft due to small stature and small vasculature. The pump supported for 17 days until explanted for a heart transplant. A publication on the event was located in may 2025 and in reviewing the literature there was a thrombus in the graft that required removal. The patient's outcome was stable.

Manufacturer narrative:
Literature citation: tsiouris, a., coleman, c. M., & jeyakumar, a. K. (2024). Successful implantation and removal of impella 5.5 device via a 4-mm subclavian artery in an adult patient. Indian journal of thoracic and cardiovascular surgery, 41(5), 587¿590. Https://doi.org/10.1007/s12055-024-01856-w. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿